Manufacturer narrative:
The device was not returned to the manufacturer for investigation. There was no harm to the patient.

Event description:
During a hemicolectomy procedure, the grasper tip broke into two (2) pieces and one (1) of the pieces fell into the patient. The surgeon was able to retrieve the broken piece from the patient. There was no harm to the patient. The event was reported to the manufacturer on june 09, 2016.